Manufacturer narrative:
On 11/16/2015 - this device was returned for an analysis. It is believed this device issue was caused by external defibrillation. Upon receipt, the device could not be interrogated, confirming the clinical observation. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that the output stage of one high voltage circuit and several other electric components had been damaged. This damages led to an elevated current consumption,which depleted the battery. Due to this and the damages of the electronic module the device could not be interrogated properly. Based on the damage symptoms of the electronic module, the damages were most probably caused by the reported external defibrillation. In general the ICD is protected against the high voltage discharge during external defibrillation, but depending on the position of the external defibrillation electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
The device was checked on (B)(6) 2015 and device was normal with normal outputs and no shocks on the device. Today the patient showed up in the ER and the device is eos with a voltage of 1.68 volts. The device cannot be interrogated. On (B)(6) 2015 -the device is still implanted and the patient is believed to still be in the ICU, intubated and the physicians are assessing her neuro status. If additional information becomes available, this event will be updated. On (B)(6) 2015 - this device was explanted and replaced with another crt-d.